Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. When starting the case and plugging in the pump to the console to prime the pump optical sensor failure occurred. The perfusionist worked through the promos. The light was on in plug housing and was pulled out and put all the way back in but the console kept stating that there was an optical sensor malfunction. A new automated impella controller (aic) was grabbed and there were no further problems. The loaner aic was tagged and placed with biomedical to send back. No patient harm was noted.

Manufacturer narrative:
This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the impella 5.5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D9. Date device returned to manufacturer added.

Manufacturer narrative:
D4, device lot number, serial number, UDI, and catalog number have been updated.